Manufacturer narrative:
(B)(4). B5: describe event or problem - correction b6: relevant tests/laboratory data - correction to remove h2: correction/additional information/device evaluation h6: event problem and evaluation codes - additional h6: event problem and evaluation codes - method codes - correction to remove 3372 h6: event problem and evaluation codes - result codes - correction to remove 706 and 3257 h6: event problem and evaluation codes - conclusion codes - correction to remove 25.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Receiver was charged and booted up. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.